Event description:
Health professional reported the explant and replacement of a lap-band band portion of the device due to a leak first noticed when pt reported weight gain and a loss of restriction. Lap-band port was later explanted due to leak first noticed when pt again reported feeling a loss of restriction. During explant surgery, physician noted "an obvious erosion of the catheter just distal to the connector." The port and tubing were explanted and replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the device for analysis. The band portion of the device will not be returned. The port has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Inadequate weight loss is addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. "(B)(4) subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in (B)(4). (B)(6)."